Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that electrode was loosed. Blood glucose was unknown. The sensor was laying on her skin instead of begin injected. The customer was advised that the insulin pump needed to be replaced. The product will not be returned for analysis.